Event description:
It was reported that via remote merlin.net transmission, non sustained rv oversensing was observed. Review of transmission revealed suspected myopotential oversensing. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.